Event description:
Dealer states tip of catheter was partially cut. When the patient tried to remove the catheter it became stuck and the patient experienced bleeding and associated pain. Patient's family member eventually was able to remove the catheter. A 'hook' was created by the cut, making removal difficult. They then consulted the emergency room and later with patient's urologist.